Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy +9.3%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg 5/29/2024. One device was returned for evaluation. Visual inspection revealed the rear housing was cracked near the latch lock, the front housing was cracked on the bottom corner, and the downstream sensor and upstream sensor seals were contaminated. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probable root cause was determined to be the expulsor out of specification. The expulsor assembly was replaced. Service history review identified the device was serviced on 16-jan-2020 for the same reason of ¿failed accuracy¿; this reason for return is related to a past service.